Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 2 tubes contained plastic/glass particles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 5 photos for investigation. The indicated failure mode was observed in the attached photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.